Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. The customer answered the following questions: do you know where the foreign object came from? (Ex. Forceps channel at the distal end ? Suction channel at the connector mouthpiece? Etc.) I do not know where it came from. The endo tech doing the manual cleaning of this scope found it in the sink at the end of brushing/suctioning/flushing the scope for manual cleaning. 2. Is it possible that the foreign object is a jig used for repair? We do not use anything for repair; we send all scopes back to olympus for repair. 3. Did the foreign object enter the scope during the user's handling of the endoscope? We do not know how it entered the scope. 4. Was the scope reprocessed correctly per the instructions in the IFU? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material appears to be a piece of the coil sheath or some product other than the endoscope, but not debris from the procedure itself. However, the material was unable to be identified any further and it's unknown why the foreign material remains. Therefore, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Evaluation findings were as follows: the biopsy channel was leaking, the forceps channel was kinked, had a scraps mark, and dented from inside, there were minor scratches on the switch button #1, the distal end plastic cover had minor scratches, the light guide lens had a shadow over the lens not effecting the image, and the bending section cover glue had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was foreign material exiting from the scope. The event occurred during reprocessing. There was no patient harm associated with the event.